Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. No medical records received; however, it is noted that the cementless construct utilized in this article study is off-label use.

Event description:
It is reported in a journal article that four patients in the proximal carpal hemiarthroplasty group underwent wrist arthroplasty revision procedures due to unknown reasons. There has been no further information provided.

Manufacturer narrative:
Michael p. Gasper- "complications following partial and total wrist arthroplasty" 1-11. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - jesse lou, patrick m. Kane, sidney m. Jacoby, a. Lee osterman, and randall w. Culp.

Event description:
It was reported in a journal article that twenty-eight patient underwent revision surgeries due to unknown reasons. There has been no further information provided.